Event description:
A home nurse reported the patient was hospitalized on (B)(6) 2014 for a gastrointestinal ailment. She reported the check button does not function correctly and there is a concern with the insulin delivery of the infusion device. Follow-up was completed with the patient on (B)(6) 2014, and she reported it is the up and down button that do not function correctly. This issue began the day she was hospitalized. The key-lock feature was not activated, and the buttons appeared normal. She reported there are no allegations against the insulin delivery of the infusion device, and the hospitalization was not diabetes related. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.